Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. One photo accompanied the complaint file. In said photo, a prowler microcatheter can be seen with a kink at the distal end. No additional damages were noticed. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint is confirmed based on the kinked microcatheter; however, this investigation was performed based only on the photo provided. An assessment will be performed as per the conditions of the device returned. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an angioplasty procedure to the left middle cerebral artery, an enterprise2 4mmx16mm vascular reconstruction device (product code: encr401612, lot number: 10071616) was impeded in the middle section of a prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number: 31711065) and could not advance any more. The doctor removed the microcatheter and stent from the patient and switched to new devices to complete the surgery. Does surgeon have an extra set of hands to support while flushing aligning the enterprise system was answered as ¿yes¿. Is a push plunge rhv being used was answered as ¿twisted type¿. Is there force needed to remove the delivery wire once impeded and then the stent detaches in the hub or the proximal end of the microcatheter was answered as ¿no, after the surgery, the delivery wire was removed smoothly, and the stent was still attached to the delivery wire. The replacement stent was a enterprise2 of same product code. No patient injury was reported.